Event description:
It was reported that ¿battery wont charge right away when plugging in pump¿. Customer declined follow up from tandem technical support. There was no reported adverse impact to the customer. No additional information was provided.